Event description:
Additional information: it was later reported that the pump was replaced due to "unrecoverable motor stall". Patient sustained no injury and recovered without sequela. No rotor or dye studies were performed. Drugs delivered via the device were dilaudid, baclofen and marcaine.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported; "there was no known reason for the stall". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6)-2005, explanted: unk.

Manufacturer narrative:
Analysis of the pump revealed pump motor corrosion and gear train anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.